Manufacturer narrative:
Device had a partially broken off retainer (the new style all black retainer). Device passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Device had a partially broken off retainer (the new style all black retainer). Device passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. R&d disposition: for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 9 to 12 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. (B)(4).

Manufacturer narrative:
Device had a partially broken off retainer (the new style all black retainer). Device passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 9 to 12 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a missing retainer ring. The customer's blood glucose level was unknown at the time of the incident. There was no confirmation if the reservoir locks in place. No further details were provided. The insulin pump will not be returned for analysis.